Manufacturer narrative:
Continuation of concomitant products: product ID: bi71000166, serial/lot #: none, ubd: unknown, UDI#: unknown. A manufacturer representative went to the site to test the equipment. It was reported that the sidewall door switch was replaced and adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that there was a door open message displayed on the pendant. It was confirmed that the door was closed but was indicating that it was open. The most likely cause of the issue was suspected to be due to the door sidewall switch. It was noted that the switch was replaced and adjusted, which resolved the issue. No patient was present and there was no delay.